Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to moisture damage on the force sensor resistor. The insulin pump was received with cracked battery tube thread, broken reservoir tube lip, cracked case near the display window corners, and minor scratches on the display window noted. The reservoir stay lock in place noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a compromised force sensor alarm. It was also reported that the reservoir compartment was detached form insulin pump. Customer was advised that insulin pump would need to be replaced.